Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Customer changed supplies to address bg. Reportedly husband called the paramedics. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.